Manufacturer narrative:
Inspection of the equipment noted that the overflow safety trap was cracked. The part was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year was unavailable at time of MDR filing.

Event description:
While performing planned maintenance, the gehc service representative noted that the suction unit was not functioning as expected. There was no report of patient involvement.